Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 had failed. A field service engineer (fse) confirmed a failure in storage space recovery. The drawer was manually opened, and the sensor was reseated in the hard stop assembly. After reconnecting and powering up, the customer recovered the failed space. During testing, it was found that the cubie ejects failed due to the drawer front being bent. The faceplate was removed, and an attempt was made to straighten the drawer front to provide sufficient clearance for the cubie pocket to eject. Upon retesting, the drawer failed to open. The drawer was manually opened and tested again. The cubie ejects failed once more, prompting further adjustment to increase clearance. After making additional corrections, the test was successfully completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.